Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance fixation feature breakage. An empty labeled winding former and a needle-suture combination were returned for analysis. During the visual inspection of needle/suture under magnification, slightly marks on the body of the needle that appears to be by use of surgical instruments were observed. In addition, body fluids at some barbs were found. No defects or damaged on the barbs were noted. However, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident of: ¿the fixation tab of the barbed suture was broken off during use".

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018 and a barbed suture was used. During the procedure, the fixation tab of the barbed suture was broken off during use. There were no adverse consequences to the patient. Upon evaluation of the device, the two sides of the fixation tab were broken. No additional information was provided.